Manufacturer narrative:
The reported event of a leaflet torn from the stent frame and aortic insufficiency could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a trifecta valve that had been implanted 5 years prior was explanted. The patient had developed aortic insufficiency and other issues with their mitral valve so a reoperation was scheduled. Upon explant of the valve, it was noticed a valve leaflet had torn from the stent frame causing the ai. The valve was replaced with another, from a different mfg and patient is recovering. I have requested a copy of the op report and have a picture of the valve post explant. Will also try to recover valve from pathology.